Manufacturer narrative:
Exemption number e2016004. (B)(4). Despite the following efforts (B)(4) made, further information, including the patient information, has not been provided to (B)(4). - on june 21, 2016, (B)(4) sent a form for additional information to the dental office by e-mail. - on june 24, 2016, (B)(4) sent an email and left a voice mail message to the dental office, however no response was received. - on june 27, 2016, (B)(4) called the dental office and left a message with a receptionist for the dental assistant to call (B)(4) back. No call was returned. - on june 28, 2016, (B)(4) sent an email and certified letter to the dental office. No information was forwarded to (B)(4).

Event description:
On (B)(6) 2016, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. - on june 21, 2016, (B)(4) was made aware by a phone call from an (B)(4) dealer that an nsk handpiece might have overheated and burned a patient. According to the dealer, the dental office would directly contact (B)(4) to provide the detailed information to (B)(4). - on the same day (june 21, 2016), a dental assistant from the office made a phone call to explain that the patient had suffered from a burn injury due to the handpiece overheating on (B)(6) 2016. No other information was provided.

Event description:
On (B)(6) 2016, nakanishi received an e-mail from nsk america concerning additional information/correction for mdr9611253-2016-00039. The additional information/correction regarding the event is as follows. The date the event occurred is on (B)(6) 2016, not (B)(6) 2016 . The procedure the dentist was performing at the time of the event was a sectioning of a bridge. The patient was under general anesthesia. During the procedure, the dentist discovered a 2-centimeter thermal burn on the patient's lower left mucosa. The dentist applied neosporin to the burn area. As of july 7, 2016, a follow-up visit was scheduled with the patient for (B)(6) 2016.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ti95ex device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as follows; however, the temperatures were not high enough to cause a burn injury. Test point (1): 43.3 degrees c. Test point (2): 48.7 degrees c. Test point (3): 32.6 degrees c. Test point (4): 30.4 degrees c. Nakanishi washed the inside of the handpiece using nakanishi pana spray plus. Nakanishi observed dirt being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operation manual, nakanishi measured the temperature of the handpiece. Nakanishi observed an overall reduction in temperature after cleaning, as follows. Test point (1): 33.0 degrees c. Test point (2): 34.4 degrees c. Test point (3): 31.4 degrees c. Test point (4): 31.6 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any abnormalities. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event and did not observe any abnormalities in the visual inspection. The only abnormality nakanishi observed during the evaluation was dirt being expelled from the head of the handpiece. Once the handpiece was cleaned, the operating temperatures were reduced. In spite of the fact that nakanishi did not identify the cause, nakanishi considers the possibility from the reduction in temperature after cleaning and from many years of experience that the cause of the handpiece overheating was abnormal resistance during rotation caused by dirt in the handpiece cartridge. A lack of maintenance causes the dirt accumulate in the inside parts, which contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.